Manufacturer narrative:
No product samples, images, or videos were returned for evaluation. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint cannot be confirmed.

Event description:
The event involved a plumset that the customer reported during the administration of an unspecified chemotherapy the vent hole cover under the end of the set was leaking. There was patient involvement and no report of harm.